Event description:
Additional information from the hcp reports the pt wanted the pump replaced "prior to her daughter's surgery as battery nearing end of life." No pt treatment or device troubleshooting was required. Afther

Event description:
The hcp reported the patient had been experiencing a loss of efficacy over time. The pump was explanted and replaced due to battery failure after an implant duration of 43 months. A follow up report will be sent when additional information is received.